Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the device displayed motor rate error (B)(6). There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 22-jul-2025. H3: one device was received for evaluation. The service history of this device found no applicable history. The customer issue was confirmed by checking the alarm history and it was verified that the error was found in the alarm history. The root cause of the issue was a faulty mainboard and was replaced. The device was calibrated, greased, set to standard configuration and passed all tests thereafter.